Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels, cause was unknown. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, additional information was not received.